Event description:
Scissors tear tissue instead of cutting tissue. Scissors are new and there has been more than 1 incident. We have notified the rep and he is picking up a pair of the scissors to send to company.